Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the broken cage, especially of the fracture surfaces. The cage is cracked in two pieces at the interface- area. The fracture surfaces of the broken off piece also the surfaces of the cage did not show any hints for a material failure like knit lines or blowholes. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary. ".

Manufacturer narrative:
Manufacturer evaluation: investigation on going. Should additional relevant information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a tspace peek implant (5° angle, 26 mm length, 11.5 mm width, 8 mm height) was used during a surgical procedure. According to the complainant, the implant fractured while attempting to place in the disc area. The device was removed from the patient, and the procedure was completed using a replacement device. The procedure was delayed approximately twenty (20) minutes. The patient was noted as having "mild" injuries. The treatment was indicated as having been fine. No further complications were reported as a result of this event. The event is filed under aag reference (B)(4).